Event description:
Per the clinic, the device was electively explanted under general anaesthesia on (B)(6) 2025 due to the patient require an MRI procedure. The patient was reimplanted with another cochlear device during the same surgery.